Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory found the device reached end of life (eol) battery status on 18, july 2019. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that during a follow up an error code was seen when it comes to this device. A previous check in december 2018 showed 35% battery remaining, and end of life (eol) was reached on june 2019. An explant was advised and data was sent for review to boston scientific technical services (ts). This device was explanted and was returned. No adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that during a follow up an error code was seen when it comes to this device. A previous check in (B)(6) 2018 showed 35% battery remaining, and end of life (eol) was reached on (B)(6) 2019. An explant was advised and data was sent for review to boston scientific technical services (ts). This device was explanted and will be returned. No adverse patient effects were reported.